Event description:
It was reported that the patient experienced a bulge in the scrotum due to the reservoir migration with an inflatable penile prosthesis (ipp). The ipp reservoir was explanted and a new 65ml reservoir was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.